Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 250-260 units of insulin, and remained static at 105 units. The following day, the customer reported reloading the cartridge and receiving an initial accurate fill estimate. Then, the insulin gauge decreased to 105 units after delivering approximately 40 units of insulin. Review of the pump data logs by tandem technical support showed that on multiple occasions the insulin gauge remained static. The customer's blood glucose level was 202 mg/dl.